Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is the surgeons experience with harmonic technology? Surgeon used harmonic ace in the past but has used articulating enseal for several years. Approximately 4 months ago, the surgeon switched preferences to harmonic ace+7. She has performed approx a dozen tlh procedures since switching to the harmonic. What is the surgeons experience with the laparoscopic hysterectomy procedure? Surgeon is proficient in performing the tlh procedure and has been for several years what heat management technique was utilized in the surgery? What structures did the surgeon take with the harmonic technology? The harmonic ace+7 was used for the entire procedure. Structures transected include (broad ligament, cardinal ligaments, ip ligament. Uterine arteries. Were there any other devices used that may have contributed to the transection of the ureters? Harmonic was the only energy source used in procedure how was it determined that the ureters were transected with the harmonic device? Post-op it was determined that the patient was unable to pass urine. It was then determined that both ureters had been transected how was the uterus removed from the patient? Vaginally. What is the current patient status?

Event description:
It was reported that during a total laparoscopic vaginal hysterectomy two ureter transections. It is uncertain how this occurred, but was not discovered until post-op when the patient was not able to urinate. They had to re-operate to resolve the issue.